Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe lower pelvic pain / pain") and genital haemorrhage ("abnormal, heavy bleeding / abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstruation pain / dysmenorrhea (cramping)"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain/severe lower abdominal cramping"), back pain ("severe back pain"), migraine ("migraines"), alopecia ("hair loss"), rash ("rashes"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuations"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxious"), depression ("depressed"), pruritus ("itching"), bladder disorder ("bladder problems"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), abdominal pain upper ("mid stomach pain") and complication of device insertion ("were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (partial hysterectomy and partial salpingectomy, supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, migraine, alopecia, rash, vaginal discharge, vaginal infection, fatigue, headache, weight fluctuation, dyspareunia, anxiety, depression, pruritus, bladder disorder, hormone level abnormal, female sexual dysfunction, nausea, gastrointestinal disorder, abdominal pain upper and complication of device insertion outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anxiety, back pain, bladder disorder, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms. Discrepancy noted in essure insertion date as 2015 (supracervical hysterectomy - uterus only). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: confirmed full occlusion. Everything was good. Most recent follow-up information incorporated above includes: on 11-mar-2019: pfs received: events: hormonal changes, apareunia, nausea, gastrointestinal disorder, abdominal pain upper, "were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes" were added. Lab test date was added. Reporter causality comment was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe lower pelvic pain / pain') and genital haemorrhage ('abnormal, heavy bleeding / abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstruation pain / dysmenorrhea (cramping)"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain/severe lower abdominal cramping"), back pain ("severe back pain"), migraine ("migraines"), alopecia ("hair loss"), rash ("rashes"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuations"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxious"), depression ("depressed"), pruritus ("itching"), bladder disorder ("bladder problems"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), abdominal pain upper ("mid stomach pain"), complication of device insertion ("were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, dyspareunia, female sexual dysfunction and abdominal pain had resolved and the genital haemorrhage, abdominal pain lower, back pain, migraine, alopecia, rash, vaginal discharge, vaginal infection, fatigue, headache, weight fluctuation, anxiety, depression, pruritus, bladder disorder, hormone level abnormal, nausea, gastrointestinal disorder, abdominal pain upper and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, back pain, bladder disorder, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms. Discrepancy noted in essure insertion date as 2015 (supracervical hysterectomy - uterus only). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed full occlusion. Everything was good. Bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Event outcome was updated for the events: dysmenorrhea, dyspareunia, pelvic pain, apareunia, menorrhagia. Event abdominal pain was added. Event outcome was added for the event abdominal pain. Lab data was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe lower pelvic pain / pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal, heavy bleeding / abnormal bleeding (general)"), dysmenorrhoea ("severe, abnormal menstruation pain / dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). In 2015, the patient experienced migraine ("migraines"), alopecia ("hair loss"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On an unknown date, the patient experienced menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain/severe lower abdominal cramping"), back pain ("severe back pain"), rash ("rashes"), vaginal infection ("vaginal infection"), headache ("headaches"), weight fluctuation ("weight fluctuations"), anxiety ("anxious"), depression ("depressed"), pruritus ("itching"), bladder disorder ("bladder problems"), abdominal pain upper ("mid stomach pain"), complication of device insertion ("were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, female sexual dysfunction and abdominal pain had resolved, the abdominal pain lower, back pain, migraine, alopecia, rash, vaginal discharge, vaginal infection, fatigue, headache, weight fluctuation, anxiety, depression, pruritus, bladder disorder, hormone level abnormal, nausea, gastrointestinal disorder and complication of device insertion outcome was unknown and the abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, back pain, bladder disorder, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms. Discrepancy noted in essure insertion date as 2015 (supracervical hysterectomy - uterus only). Dob was updated from (B)(6) 1980. Discrepancy noted in explant date: (B)(6) 2017, 2015 supracervical hysterectomy (uterus only), diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed full occlusion. Everything was good. Bilateral occlusion. Imaging procedure - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: plaintiff fact sheet received: outcome of event stomach pain was updated as recovering/resolving and event abnormal bleeding was updated as recovered/resolved. Onset date of events were updated. Patient demography, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe lower pelvic pain / pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal, heavy bleeding / abnormal bleeding general"), dysmenorrhoea ("severe, abnormal menstruation pain / dysmenorrhea cramping") and vaginal discharge ("vaginal discharge"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). In 2015, the patient experienced migraine ("migraines"), alopecia ("hair loss"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). On an unknown date, the patient experienced menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain/severe lower abdominal cramping"), back pain ("severe back pain"), rash ("rashes"), vaginal infection ("vaginal infection"), headache ("headaches"), weight fluctuation ("weight fluctuations"), anxiety ("anxious"), depression ("depressed"), pruritus ("itching"), bladder disorder ("bladder problems"), abdominal pain upper ("mid stomach pain"), complication of device insertion ("were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full), salping bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, female sexual dysfunction and abdominal pain had resolved, the abdominal pain lower, back pain, migraine, alopecia, rash, vaginal discharge, vaginal infection, fatigue, headache, weight fluctuation, anxiety, depression, pruritus, bladder disorder, hormone level abnormal, nausea, gastrointestinal disorder and complication of device insertion outcome was unknown and the abdominal pain upper was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, back pain, bladder disorder, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pruritus, rash, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms. Discrepancy noted in essure insertion date as 2015 (supracervical hysterectomy - uterus only). Dob was updated from (B)(6) 1980. Discrepancy noted in explant date: (B)(6) 2017, 2015 supracervical hysterectomy (uterus only). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: confirmed full occlusion. Everything was good. Bilateral occlusion. Imaging procedure - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe lower pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstruation pain"), menorrhagia ("prolonged menses"), abdominal pain lower ("severe lower abdominal pain/severe lower abdominal cramping"), back pain ("severe back pain"), migraine ("migraines"), alopecia ("hair loss"), rash ("rashes"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuations"), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed"), pruritus ("itching") and bladder disorder ("bladder problems"). The patient was treated with surgery (she underwent a partial hysterectomy and partial salpingectomy with removal of the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, migraine, alopecia, rash, vaginal discharge, vaginal infection, fatigue, headache, weight fluctuation, dyspareunia, anxiety, depression, pruritus and bladder disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, rash, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.